Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-08-10. The rep reported that they couldn't resolve the issue. The rep reported that the patient had a consult with her surgeon on 2017-08-17. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she couldn't charge her ins it wasn't charging. The patient reported that she spoke with a manufacturer¿s representative (rep) who was present at the implant surgery. The patient reported that she had been having issues with her device and couldn't charge. The patient reported that for this reason she met with one of the rep¿s associates two weeks ago and they said it seemed like all the leads are in there. The patient reported that she couldn't charge her implant and it was very sore and aggravated and didn't know what to do. The patient reported that her ins was currently dead because she couldn't charge. The patient reported that it was suggested she try a back brace thinking she could put it very tight to do it but it didn't charge. The patient reported that all she got was 2 coupling bars. The patient reported that she didn't understand this and was very sore. The patient reported that she had tried everything to make to charge. The patient reported that she didn't have swelling or bandages at the implant site. The patient reported that there were no changes to the implant site but just that it was very sore. The patient reported that she had tried laying and sitting. The patient reported that the rep told her when he got 2 bars it would charge but she sat for 3 hours and it didn't charge even with 2 coupling bars. The patient didn't have her recharger with her at the time of the call so no troubleshooting was done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep) it was reported that the patient was having difficulties recharging and poor coupling bars 2 boxes or less. Repositioning antenna did not resolve the issue. The rep has tried charging the patients device with 3 different rechargers. Technical service specialists (tss) assumed that repositioning had occurred before the tss got on the phone. Attempted al did not resolve the issue. Tss inquired of any reported pocket issues related to ins. Possible flip-recommended x-ray. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had the ins replaced because of the recharging issues they were having. The ins was faulty and would not charge for 6 months. No further complications were reported.